Manufacturer narrative:
Correction: g5: is combination product? No h6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported the bd preset¿ eclipse¿ experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip the following information was provided by the initial reporter. The customer stated: "according to the customer's report, without noticing that the syringe tip was dented, the hcp used the syringe, which resulted in blood leakage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd preset¿ eclipse¿ experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip the following information was provided by the initial reporter. The customer stated: "according to the customer's report, without noticing that the syringe tip was dented, the hcp used the syringe, which resulted in blood leakage."